Event description:
On 2019-10-02, linkbio complaints department was notified of a revision surgery that took place on 2019-10-01 to address an expansion bolt that "backed out" after it was originally implanted on 2017-10-11 (catalog 172-947/38, lot # 1703003). The backed-out expansion bolt was initially implanted with an mp reconstruction prosthesis system neck segment (catalog 172-984/26, lot # 160502/3252) and a 180 mm mp stem (catalog 172-918/18, lot # 1705224).